Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 26-jun-2025 and forwarded to millyard advanced medical products, llc on 27-jun-2025. The patient reported that her pumps were alarming pump failure and troubleshooting was unsuccessful. The patient reported being off therapy for 4 hours and that she was going to the ER. Replacement systems were couriered. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.